Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke. An arterial catheter was inserted into the patient to measure blood pressure. After puncturing the skin and entering the blood vessel, blood was observed but the cannula could not be advanced. Upon withdrawal, the cannula needle was found to be fractured. A replacement arterial catheter was inserted, requiring repeated punctures that resulted in localized bruising of the patient's skin.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.